Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was used and a 27mm watchman flx laa closure device & delivery system (wds) was implanted. After the procedure, while the patient was in the post-anesthesia care unit, the right femoral venous access site continued to be "oozy". Pressure was applied to the groin site, however a hematoma formed, and vascular surgery was consulted. Computed tomography (CT) was performed, showing damage to the femoral artery. Vascular surgery was performed to repair the damage. The patient was discharged from the hospital one week later in good condition.